Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-08-31 UDI #: (B)(4) mfg date: 2016-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. At the time of the event, the batteries had a charge greater or equal to twenty-five percent. All of the devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: seven batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller in use at the time of the event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(6) and (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving battery (B)(6), which is indicative of a communication error. There is no evidence of power source lubrication performed on these batteries. As a result, the reported events were confirmed. The most likely root cause of premature power switching event can be attributed to momentary disconnection between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that after routine log file review, one battery was indicated to have had a communication error.

Manufacturer narrative:
The event associated with the damaged shoulder pack does not meet the criteria for regulatory reporting and should not have been included in this report. Corrected patient code in section h6. Product event summary: the seven batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat360924 and bat583678. As a result, the reported events were confirmed. The most likely root cause of premature power switching event can be attributed to momentary disconnection between the controller and batteries. The most likely root cause of the damaged window display can be attributed to wear and/or handling of the device. Additional products: battery, bat360898 d10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112. FDA results code(s): 213. FDA conclusion code(s): 67 battery, bat360924 d10: yes, return date: 2018-06-27 yes. FDA method code(s): 10, 4112 h6 FDA results code(s): 3213. FDA conclusion code(s): 12 battery, bat583678 d10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat583676. Yes, return date: 2018-06-27. Yes. FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat583680 d10: yes, return date: 2018-06-27. Yes. FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat221879. Yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112. FDA results code(s): 213. FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. At the time of the event, the batteries had a charge greater or equal to twenty-five percent. All of the devices have been exchanged. No patient complications have been reported as a result of this event.